Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) showed the depth limiter has been removed from the device. Both ts and suture remain on the delivery needle. The needle is bent. The device was functionally tested for proper actuator advancement and cycling, both ts deployed as intended. Visual assessment of sample (b) showed t1 is free from the delivery needle. The needle is bent. The actuator is in its t2 pre-deployment position indicating a trigger advancement. The device was functionally tested for proper actuator advancement and cycling, t2 deployed as intended. The returned devices were not returned in the condition of the reported complaint of simultaneous deployment.

Event description:
It was reported that during a meniscus surgery t1 and t2 deploy together, t1 was not anchored secured . A backup device was available to complete the procedure with no significant delay or patient injuries.